Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: lot was reported; however, this is not a lot #2104079 manufactured for the reported catalog #. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Experienced safety mechanism. The following information was provided by the initial reporter: "while attempting to cap the safety needle, the needle bent leaving the tip exposed."

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Experienced safety mechanism. The following information was provided by the initial reporter: "while attempting to cap the safety needle, the needle bent leaving the tip exposed.".

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.